Event description:
Pump user reported experiencing high blood glucose (400 - 600 mg/dl). They indicated that they had attempted to lower blood glucose by delivering several large boluses, as well as by changing all of the device's accessories; however, they reported that they were unable to eat, due to frequent vomiting. Pt stated that they were able to lower their blood glucose, temporarily, with insulin injections. Pt reported seeking treatment for high blood glucose, at the hosp. Upon admission, they were treated with an insulin drip, fluids and phenergan. They were released the same day, with blood glucose measuring 250 mg/dl. At the time of the report, pt had switched to their back-up device.